Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. During the procedure, the left ventricular lead exhibited high capture thresholds. The physician elected to cap and replace the lead. The procedure was completed successfully. The patient was doing well post surgery and would continue to be monitored.